Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. The device inspection revealed that the involved safety ring was not the approved arjo one, as supplied with the australian reacher bar dmr619. This appears to have failed, and the d-shackle pin fallen out, resulting in the unit falling. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
It was reported that during a resident transfer using a maxi sky 440 ceiling lift, the lifting strap detached from the d-shackle (part of the australian reacher bar dmr619, which is an accessory used to connect and disconnect the portable ceiling lift to the rail). Allegedly, the securing ring (the safety ring) failed and d-shackle pin fallen out, resulting in the ceiling lift falling. The staff member caught the falling ceiling lift, but the resident was hit on the nose, causing some redness. No bruising or tenderness was noted upon assessment by the registered nurse on duty.

Manufacturer narrative:
When using the australian reacher bar dmr619, the ceiling lift carabiner attached to the lift strap is replaced by a d-shackle (part of the australian reacher bar dmr619). According to the design, the lift strap is secured to the d-shackle assembly by inserting the shackle pin through the lift strap loop and securing it with the safety ring, which is intended to eliminate the risk of pin disconnection that could lead to the lift detaching. In the analyzed case, the lifting strap detached from the d-shackle. It is concluded that that the d-shackle pin falling out would only occur if the safety ring was not in place correctly (through the eye of the end of the pin) prior to being used. The device inspection revealed that the involved safety ring was not the approved arjo one, as supplied with the australian reacher bar dmr619. This appears to have failed, and the d-shackle pin fallen out, resulting in the unit falling. Based on the photographic evidence provided, it was deformed. It is unknown when the safety ring was deformed and how the non-original safety ring was placed on the product. The involved device was serviced by arjo, and in aug 2025 when completing the preventive maintenance it was checked and no issues were found. The dmr619 reacher bar user guide states: ¿attach lift strap to reacher bar hook assembly by inserting the shackle pin through lift strap loop and tightly screw pin into the stainless shackle. Important: insert key ring through pin end-hole and around shackle, eliminating the risk of pin unwinding.¿ the user guide also includes the instruction: ¿ensure reacher hook and hoist are safely connected before each and every use.¿ to sum up, the maxi sky 440 ceiling lift detached from the australian reacher bar dmr619. The device inspection revealed that the involved safety ring (part of the reacher) was not the approved arjo one and it was deformed. The complaint was assessed as reportable because during a resident transfer using a maxi sky 440 ceiling lift, the lift detached from the australian reacher bar dmr619.